Manufacturer narrative:
The customer reported that the bsm (bedside monitors) screen does not turn on as it shows a black screen. In this particular case, the bsm was not being monitored by the cns. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter pcb was replaced which corrected the reported issue. The device was then returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitors) screen does not turn on as it shows a black screen. In this particular case, the bsm was not being monitored by the cns.